Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported following possible exposure to electromagnetic interference. The pt had not used his implanted neurostimulator for "sometime" due to other health issues; therefore, it is unk when the device stopped working. An MFR rep was able to clear the por and reprogram the neurostimulator to restore stimulation. The battery measured okay. The pt had a cardiac device implanted on (B)(6) 2011. It was noted that the neurostimulator was implanted on the right side, and the cardiac device was implanted in the left sub-clavicular area. The pt was receiving good stimulation.